Event description:
It was reported that bd safe-clip¿ needle clipping and storage device will not clip. The following information was provided by the initial reporter: it was reported that safe clip will not clip needles. Verbatim: consumer reported that he purchased a safe clip needle clipper from amazon and it will not clip his needles. He said that he was able to clip only one needle then it stopped clipping. Consumer stated that he purchased one before and had the same issue and amazon replaced it but he is having the same issue with the new one. I advised consumer that the device is not designed to clip 25 g needles. I offered to refund the cost but consumer said he will send it back to amazon and they will send him a refund.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=0.65). H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1214001, medical device expiration date: na, device manufacture date: 2021-08-31; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd safe-clip¿ needle clipping and storage device will not clip. The following information was provided by the initial reporter: it was reported that safe clip will not clip needles. Verbatim: consumer reported that he purchased a safe clip needle clipper from (B)(6) and it will not clip his needles. He said that he was able to clip only one needle then it stopped clipping. Consumer stated that he purchased one before and had the same issue and (B)(6) replaced it but he is having the same issue with the new one. I advised consumer that the device is not designed to clip 25 g needles. I offered to refund the cost but consumer said he will send it back to (B)(6) and they will send him a refund.